Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) observed air in the heater line during dwell one of four on the homechoice (hc) device, while the hp was connected. The hp also stated that the heater bag would not refill. The technical service representative (tsr) helped the hp end therapy. The hp stated that they would discard the supplies and start over with new ones. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.